Event description:
Five years post-implant, the patient presented with stroke-like symptoms. A tee was performed which revealed a large clot on the device. The device was surgically removed and the patient had recovered without further issues. The implanting physician indicated this patient had ulcerative colitis, which made him more susceptible to intravascular thrombus. This was likely the etiology of his initial stroke prompting pfo closure.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical covered in substantial tissue. Also returned were dissected pieces of the thrombus formation. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications, however, the left atrial disc was slightly bulged. The surface of both discs, including the end screw, were completely covered by a smooth, white fibrosis tissue and/or endothelialization, except the left atrial disc where the thrombus was attached then removed. The braided wire was visible in that area, which may have been caused by bulging of the left disc and the proximity to the left pulmonary vein, where the pulmonary return flow limited the endothelization process. The results of our investigation confirmed the endothelization process was incomplete on the left atrial disc at the thrombus attachment site, however, the origin of the thrombus could not be conclusively determined. We understand this patient had ulcerative colitis, which made him more susceptible to intravascular thrombus. The use of the amplatzer septal occluder has not been studied in patients with a patent foramen ovale, as cautioned in the instructions for use. Corrected information: lab test: 2004; it was originally reported that the device, however, upon receipt of the device and additional information, it was determined that the device was another device.

Manufacturer narrative:
Aga medical has requested further information regarding this case, but medical records and the device have not been returned for investigation. The amplatzer pfo occluder had hde approval at the time of implant. Aga medical withdrew the hde in 2006.